Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), uterine perforation ("perforation (uterus) / migration of essure device location of device: sticking out of the left fallopian tube and into the uterine wall / intrauterine malposition of left tubal essure coil"), fallopian tube perforation ("perforation (fallopian tube(s)/ migration of essure device location of device: sticking out of the left fallopian tube and into the uterine wall") and menorrhagia ("abnormal bleeding menorrhagia") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: moody") and fatigue ("fatigue"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, mood altered and fatigue outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, mood altered, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Gynecology report: bilateral hyperechoic areas are seen. Comments: a hyperechoic area is seen in each cornual region of the uterus that appears consistent with previous essure placement however, the left essure device appears to extend into the endometrium fundal. On (B)(6) 2017 pathology report: diagnosis: 1. Left fallopian lube: tube not removed .coil removed from tube. Endometrium, curettage: proliferative pattern endometrium; no evidence of endometrial hyperplasia or malignancy. Procedure: collation and curettage hysterectomy, endometrial abator1, left partial laparoscopic salpingectomy with extraction of essure coli's. Clinical history: heavy bleeding, pelvic pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs+mr received- new events added: hormonal changes describe: moody, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdomen pain, vaginal discharge, perforation (fallopian tube(s)/ migration of essure device location of device: sticking out of the left fallopian tube and into the uterine wall, fatigue, perforation (uterus)/ migration of essure device location of device: sticking out of the left fallopian tube and into the uterine wall were added. New reporter, date of birth were added. Product information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device breakage ("fracturing") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and device breakage outcome was unknown. The reporter considered device breakage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.